Event description:
Information was received that the cadd prizm pump has error message of wrong cassette and front housing damaged. No reported adverse effects.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump shows the pump was in fair condition. The pump is contaminated by chemotherapy with no cracks. Event log shows wrong cassette alarm messages. Use testing was performed. The customer complaint was not confirmed. Service replaced the front housing assembly and the downstream occlusion sensor. The root cause is contamination from chemotherapy.